Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without the malfunction recurring. The customer was advised to call back if the issue recurred.